Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed temperature probe cable. During evaluation, it was confirmed that the unit was not performing to specifications as calibration on the device was also due. Temperature probe cable was replaced. The device did not meet specifications, and was influenced by the reported failure. It was unknown if there was patient involvement. A DHR review is not required as the serial number is unknown. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the temperature was fluctuating on the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was fluctuating on the arctic sun device.

Event description:
It was reported that the temperature was fluctuating on the arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.